Manufacturer narrative:
The device was received with intermittent button response due to moisture damage on keypad traces. There was no moisture damage under the lcd screen, electronic assembly, or motor noted. The device was received with minor scratched lcd window, cracked battery tube threads, and broken belt clip slot at battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump was not working right. The customer states the device's buttons were not responding. The customer's blood glucose level at the time was 274mg/dl. The customer states the keypad is unresponsive, and that it may have gotten wet. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.